Event description:
Pump declared altitude alarm 21, but there was no adverse impact to the customer's blood glucose level. Although the customer had not previously reported this issue with the same pump, it was verified that the altitude alarm had been occurring repeatedly on different days. Customer followed all precautions to prevent the alarm, and the pump was in warranty. Cts decided to replace the pump with one that had updated software and provided instructions for returning the old pump within 10 days. Customer understood and acknowledged the instructions, agreeing to continue using the current pump as a backup therapy.